Event description:
It was reported that during surgery, the ardis implant broke. Levels treated were l3-s1. The cage broke during implantation; it cracked where the inserter meets the implant. No pieces remained in the patient. The case was completed with another of the same size implant. The case was delayed approximately 10 minutes due to the event.

Manufacturer narrative:
Additional relevant information will be provided when the device evaluation is completed.